Event description:
The architect ausab and architect anti-hcv assay parameter default interpretation screens when using architect assay cd-rom us version 06e58-21, does not align with the result interpretation options in the architect ausab reagent package insert (pi) 34-4162/r1 and architect anti-hcv pi 34-4152/r1. The architect system assay cd-rom us provides parameters for each available assay. This specific error only affects the architect ausab and architect anti-hcv assays. A product correction was issued and reported under 21 cfr 806 to the FDA chicago district on 1/3/07. Abbott has not rec'd any reports of adverse events related to this issue.

Manufacturer narrative:
The architect I system assay cd-rom is being modified to align the interpretation screens with the interpretation of results section of the package inserts for architect ausab and anti-hcv. This is the final report.